Manufacturer narrative:
(B)(4): evaluation, results: (endoleak), (another manufacturer's bifurcated stent). Evaluation, conclusion: (another manufacturer's bifurcated stent).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a migration of another manufacturer's bifurcated stent graft, placed approximately 10 years ago. The aaa is 8.5-9 cm in diameter. Vessel morphology was reported as unremarkable with a straight aortic neck of an unknown diameter. It was reported that the bifurcated stent graft has migrated and is now 1 cm below the renals, with a proximal type 1 endoleak. A 36x36x49 endurant cuff was placed proximally at the intervention; however, there was still a type 1 endoleak present, as the endurant cuff was not able to get good apposition to the wall through the other manufacturer's stent graft. A palmaz stent was then placed proximally and resolved the endoleak. No clinical sequelae were reported and the patient is fine.